Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, clear passage and under water pressure testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp catheter extension set line ruptured. This occurred during patient injection with contrast during a cat scan. There was no patient injury or medical intervention associated with this event. No additional information is available.